Manufacturer narrative:
Gehc technical support recommended to the hospital to check the function of the switched common gas outlet and its microswitches and replace, if needed. No report of patient involvement.

Event description:
The hospital reported that the unit alarmed to ventilate manually during the boot-up process.